Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drugs being delivered were not reported. The reason for use was not reported. The patient reported that she experienced a problem with her pump, she was unable to make it work. There were no symptoms reported. There were no further complications reported/anticipated.